Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient representative reported according to the histological finding, there was severe capsular contracture on this side. The device was explanted and the capsule removed. This record relates to the left side. Additional information confirmed through translation that the events of lymphoma and seroma-late were not occurring.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was lymphoma and multiple fluid accumulations. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Explant surgery has not been confirmed.

Event description:
Patient reports multiple seromas and fluid accumulation. Bia-alcl was confirmed by histomorphology and molecular pathology. Only biomarker alk- was provided. The device has been explanted. This record relates to the left side.

Event description:
Patient reports multiple seromas and fluid accumulation. Bia-alcl was confirmed by histomorphology and molecular pathology. Only biomarker alk- was provided. The device has been explanted. This record relates to the left side.